Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils migrated into my uterus') and uterine inflammation ('inflammation in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("coils migrated into my uterus and causes pain"), allergy to metals ("nickel causes a reaction"), pruritus ("itching") and hair growth abnormal ("tons of hair since I had it in and more"). The patient was treated with surgery (she had hysterectomy.). Essure was removed. At the time of the report, the device expulsion, uterine inflammation, uterine pain, allergy to metals, pruritus and hair growth abnormal outcome was unknown. The reporter considered allergy to metals, device expulsion, hair growth abnormal, pruritus, uterine inflammation and uterine pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion, uterine inflammation, uterine pain, allergy to metals, pruritis, abnormal hair growth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils migrated into my uterus') and uterine inflammation ('inflammation in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), uterine pain ("coils migrated into my uterus and causes pain"), allergy to metals ("nickel causes a reaction"), pruritus ("itching") and hair growth abnormal ("tons of hair since I had it in and more"). The patient was treated with surgery (she had hysterectomy.). Essure was removed. At the time of the report, the device expulsion, uterine inflammation, uterine pain, allergy to metals, pruritus and hair growth abnormal outcome was unknown. The reporter considered allergy to metals, device expulsion, hair growth abnormal, pruritus, uterine inflammation and uterine pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion, uterine inflammation, uterine pain, allergy to metals, pruritis, abnormal hair growth. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.